Event description:
Medtronic received information that 1 year and 8 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported. Additional information was received which stated that the reason for the replacement was prosthetic valve endocarditis. It was stated that there was also an aortic root abscess in the area of the left non-commissure. It was noted that the patient had a transient ischemic attack (tia), chills, fatigue, weight loss and low grade fevers. It was stated that blood cultures came back positive for coccobacilli and cutibacterium acnes. It was also indicated that vegetation was present. The patient was administered antibiotics. It was also reported that the patient was experiencing paroxysmal atrial fibrillation (afib). It was noted that the patient was on anticoagulant medication. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 - added "it was noted that the patient was on anticoagulant medication." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which stated that the reason for the replacement was prosthetic valve endocarditis. It was stated that there was also an aortic root abscess in the area of the left non-commissure. It was noted that the patient had a transient ischemic attack (tia), chills, fatigue, weight loss and low-grade fevers. It was stated that blood cultures came back positive for coccobacilli and cutibacterium acnes. It was also indicated that vegetation was present. The patient was administered antibiotics. It was also reported that the patient was experiencing paroxysmal atrial fibrillation (afib). No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.4: patient weight, b.5: event description, b.7: relevant history, and h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year and 8 months post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for the replacement was not reported. No additional adverse patient effects were reported.